Event description:
Drill bit is bent and worn. At first, the surgeon felt a slight discomfort in the rotation of the drill bit but kept drilling and inserted the screw in question. The screw could not be inserted properly to a cup and came up from the cup. The surgeon attempted to insert the screw using a screwdriver several times, but the screw could not be inserted to the appropriate depth, and the screw head got stripped slightly, and some metal pieces were generated from the screw. Finally, the surgeon gave up inserting the screw. It was impossible to notice the bend of the drill bit visually. Therefore, the sales rep could not advise the surgeon to stop using the drill bit during the surgery. Another drill and drill bit were used to finish the case. Surgical delay of 30 minutes occurred.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was received for investigation. Visual examination of the returned device confirmed dullness. Cutting surface, thus a normal wear by usage, is not as sharp as first use condition. No deformations were observed on the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.